Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: underweight, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify crease sharp opening on radius and have non-penetrating nick. Based on the device analysis the final assessment is: -a crease sharp opening on radius assessed as to a fold flaw opening. -non-penetrating nick.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Manufacturer of the device is unknown.